Event description:
In 2007, it was reported to boston scientific corporation that an esophagogastroduodenoscopy procedure using a cre balloon dilatation catheter was performed (female patient, weight unknown). According to the complainant, the balloon would not deflate. The physician completed the procedure with a second cre balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although, the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. The october 2007 15-month cre balloon fixed wire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.